Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer received a notification regarding a recall letter that included a list of affected lot numbers, they identified two sensors that matched the affected lot numbers. There was no alleged adc product issue associated with this report. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no report of third-party treatment due to this issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. No further investigation will be performed or follow-up submission for this case as there is no alleged device related issue. This is 1 of 3 MDR submission as mw5180678 is associated with medwatch#: mw5180677, mw5180679. All pertinent information available to abbott diabetes care has been submitted.